Manufacturer narrative:
Complaint conclusion as reported, a 6/7f mynx control vascular closure device (vcd) exhibited liquid overflow from the catheter when the physician attempted to place the device on the introducer. The physician believed the liquid was polymer and did not use the device and changed to another device. The polymer was described as a polyethylene glycol sealant that was exposed on the catheter. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. A non-cordis 7f sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was verified to be at least 5 mm, vessel tortuosity was moderate, and there was no reported presence of peripheral vascular disease or calcium at the puncture site. No damage was noted on the device or packaging prior to opening, and the device was stored and prepared according to the instructions for use. The user was trained in the use of the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505604 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿mynx control system deployment difficulty premature¿ could not be observed as the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) exhibited liquid overflow from the catheter when the physician attempted to place the device on the introducer. The physician believed the liquid was polymer and did not use the device and changed to another device. The polymer was described as a polyethylene glycol sealant that was exposed on the catheter. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. A non-cordis 7f sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was verified to be at least 5 mm, vessel tortuosity was moderate, and there was no reported presence of peripheral vascular disease or calcium at the puncture site. No damage was noted on the device or packaging prior to opening, and the device was stored and prepared according to the instructions for use. The user was trained in the use of the device. The device will be returned for evaluation.